Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 353501) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Event description:
The initial reporter received questionable results from coaguchek xs pro meter serial number (B)(4) compared to a laboratory using stago neoplastine reagent. Patient a: on (B)(6) 2019, the meter result at 16:19 was 4.4 inr and the laboratory result within seven hours was 3.29 inr. On (B)(6) 2019, the meter result at 16:00 was >8.0 inr and the laboratory result within seven hours was 3.42 inr. The therapeutic range was 2.5-3.5 inr. Patient b: (female, (B)(6)): on (B)(6) 2019, the meter result at 9:26 am was 6.0 inr and the laboratory result within seven hours was 4.11 inr. The therapeutic range was 2.0-3.0 inr patient c: (male, (B)(6)): on (B)(6) 2019, the meter result at 9:12 am was 6.0 inr and the laboratory result within seven hours was 4.00 inr. The therapeutic range was 2.0-3.0 inr. Medical decisions were made based on the laboratory results.

Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was(B)(4). Customer was not sure if the strip was dosed within 15 seconds. According to the package insert, when using capillary blood apply the sample to the test strip within 15 seconds after lancing the fingertip and within 30 seconds when using venous blood. The discrepant result of patient a on(B)(6)2019 and discrepant result of patient c on (B)(6)2019 were observed in the meter¿s patient result memory (attached to the case), but discrepant result from patient a taken on (B)(6)2019 was actually observed to be taken on (B)(6)2019 and discrepant result for patient b on (B)(6)2019 was not observed. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. To minimize these differences, in a monitoring situation, it is recommended that each site uses results from one type of thromboplastin method for each patient. Medwatch fieldsconcomitant medical products and device evaluated by MFR have been updated.